Event description:
The customer reported to beckman coulter, inc. (Bci) that erroneously low ise (ion-selective electrode) electrolyte results [i.e. Sodium (na), potassium (k), chlorine (ci) and calcium (ca)] were obtained on their unicel dxc 800 instrument and the results were reported out of the lab. Prior to the event, all ises were calibrated and the qc results were close to the lab's established ranges. After the samples were analyzed, the lab supervisor upon reviewing the results noticed that all ise results except co2 (carbon dioxide) were low. The customer re-ran the pt samples, found that the na, k, ci and ca results were higher and issued 32 amended reports. The customer provided 32 pt data of the erroneously low ise results along with the corrected results. Although there was no report of a death or serious injury associated with this event, the reporting of erroneous ise results led to a change in pt treatment for at least 2 of the 32 pts. One pt was given k based on al low k result and another pt's IV (intravenous catheter) was removed based on the low na result. Another pt was called back to the ER (emergency room).

Manufacturer narrative:
A bci fse (field service engineer) was dispatched to the site and performed troubleshooting. The fse found that the ci port was dirty and replaced the tip. The fse switched the na electrodes and then performed a 20 replicate precision study and a correlation study with the lab's other analyzer. The tests confirmed that the original analyzer was operating within specifications. A definitive root cause for the problem could not be determined. This is 1 of 32 medwatch reports associated with this event. This reportable event was identified during a retrospective review of complaints conducted between january 1, 2008 and october 23, 2010 for add'l reportable events. This is 1 of 32 medwatch reports related to this event. All associated medwatch reports associated with this event are listed.